Event description:
It was reported that a flogard infusion pump does not work. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Functional testing revealed that the reported condition of does not work was confirmed as a failure 38. The root cause was determined to be to a damaged left force sensing resistor (fsr). To resolve the issue the fsr was replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.